Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that they could not confirm if there was true loc. It was noted that the delivered pace would fall into refractory. Ts advised reprogramming options, troubleshooting actions, and to continue to monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to resolve the issue. The lead remains in use. No adverse patient effects were reported.